Manufacturer narrative:
Testing was performed at abbott diagnostics scarborough, inc. The determine hiv-1/2 ag/ab combo retain kit 0000909599 was tested for functionality with 20 whole blood samples from the specificity panel, and 1 each of negative whole blood diluent, hiv-1, hiv-2, and p24. All positive controls were made by spiking the negative diluent. All tests were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 7d2648/ lot 0000909599 and device part number 10732998/ lot 891885. The lot met the required release specifications. A review of the complaints reported as false negative patient results (confirmed and unconfirmed, conflicting results) related to kit lot 0000909599 showed that the complaint rate is (B)(4)%. Abbott diagnostics scarborough, inc. Was unable to determine the exact root cause of the reported issue however, it could have possibly been related to the specific patient sample.

Event description:
The customer reported false negative result with the determine hiv-1/2 ag/ab combo test kit performed with whole blood sample type using fingerstick on (B)(6) 2024. Confirmatory testing was performed in laboratory using aptima hiv ag-ab multiplex assay with unknown sample type on unknown date which generated positive result. The customer reported that the patient did not receive immediate medical treatment due to the negative test result.

Event description:
The customer reported false negative result with the determine hiv-1/2 ag/ab combo test kit performed with whole blood sample type using fingerstick on (B)(6) 2024. Confirmatory testing was performed in laboratory using aptima hiv ag-ab multiplex assay with unknown sample type on unknown date which generated positive result. The customer reported that the patient did not receive immediate medical treatment due to the negative test result.

Manufacturer narrative:
Additional information received (the customer reported that the patient did not receive immediate medical treatment due to the negative test result). The remainder of the investigation is in progress. A supplemental report will be provided pending completion, or upon receipt of new information.

Manufacturer narrative:
Additional/updated information: b1, b2, e1, h6 (health impact code) additional information received (the customer reported that the patient did not receive immediate medical treatment due to the negative test result). The remainder of the investigation is in progress. A supplemental report will be provided pending completion, or upon receipt of new information.

Event description:
The customer reported false negative result with the determine hiv-1/2 ag/ab combo test kit performed with whole blood sample type using fingerstick on (B)(6) 2024. Confirmatory testing was performed in laboratory using aptima hiv ag-ab multiplex assay with unknown sample type on unknown date which generated positive result. The customer reported that the patient did not receive immediate medical treatment due to the negative test result.

Manufacturer narrative:
The remainder of the investigation is in progress. A supplemental report will be provided pending completion, or upon receipt of new information.

Event description:
The customer reported false negative result with the determine hiv-1/2 ag/ab combo test kit performed with whole blood sample type using fingerstick on (B)(6) 2024. Confirmatory testing was performed in laboratory using aptima hiv ag-ab multiplex assay with unknown sample type on unknown date which generated positive result. Although requested, no additional information, including treatment and outcome, was provided.